Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 3.50mm taxus¿ liberté¿ stent was selected. During unpacking of the device outside the patient's body, the physician was unable to get the stylet out. An attempt was again made to slowly remove the stylet; however, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.